Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00718.

Event description:
The patient was undergoing a coil embolization procedure to treat a hepatic varicocele using ruby coils, during the procedure, while attempting to insert a ruby coil into the rotating hemostasis valve (rhv), the physician was aggressive and inadvertently bent the coil¿s pusher assembly; therefore, the ruby coil was removed. It was also reported that another ruby coil pusher assembly became bent in the same manner. The procedure was completed using additional ruby coils and a lantern delivery microcatheter (lantern). There was no report of an adverse effect to the patient.